Event description:
It was reported that during an ent surgery, the healicoil anchor broke into pieces while screwing it in pilot hole. It is unknown how the procedure was completed and if a delay occurred. Non-significant delay occurred and no other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H11: corrected data h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and material tests were appropriately documented. There was no way to determine if the device contributed to the reported event. This case reports the breakage of the healicoil anchor and it is unknown if the broken anchor was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.